Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Reason for mesh implantation: dysmenorrhea, chronic pelvic pain, urinary stress incontinence. Procedure (s) performed: vaginal hysterectomy, mayo-mccall culdoplasty, left salpingo-oophorectomy, cystoscopy for urethral patency and uretex pubovaginal sling. Operative findings: the uterus was inverted, and the right and left uterine ovarian ligaments were clamped, transected, and suture ligated. The pelvis was inspected. Mesh revision surgery details: reason for surgery: urinary retention, status postoperative pubovaginal sling. Procedure (s) performed: re-tensioning of the mid-urethral sling. Complications post-implant: urinary retention, status postoperative pubovaginal sling.